Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available. "This is for one (1) pump involved in the incident with identified serial number."

Event description:
As reported by the user facility: brief inquiry description. Code blue incident with patient in ICU: challenges with trouble- shooting air-in-line / occlusions while administering critical meds. Detailed inquiry description. Unfortunately, the tubing was discarded by the nursing aides following the resolution of the code blue situation. I searched through the biohazard bin (safely) but they had been discarded. I am including a detailed description of the code blue event. The code blue was called at 1628. All infusion were running into the patient via pre-existing PICC line. Infusions were: epinephrine: started at 0.5mcg/kg/min started 37min into the cb. Dopamine: started at 10mcg/kg/min started 13min into the cb. Staff involved are unsure of what weight they used, so I cannot extrapolate approx. Rates. Patient went into cardiac arrest (asystole) on their medicine ward. Code blue (cb) team responded. CPR initiated and breath sper bvm. Patient was administered push IV medications including epinephrine 1mg IV. Pulse returned 08:25 into the code blue and lost again 45sec later (and CPR restarted). After CPR restarted, pt given more ivp epinephrine and pt intubation attempted. Dopamine started at 13:36 (10mcg/kg/min). Pulse present at 16:19 and pt intubated. At this point, bp 160/107 and hr 120. Spo2 was documented as 58%. Patient lost their pulse again at 29:47 and CPR restarted. Pulse palpated again at 34:41. At this point, dopamine was increased to 20mcg/kg/min and epinephrine infusion started at 0.5mcg/kg/min. This patient was administered epinephrine 0.2mg ivp and transported down to ICU at 50:45. The pumps continued to alarm during the transfer, in the elevator, and into ICU. Once in ICU, the ICU attending was required to push epi small doses to maintain the bp as the infusions were not working. Upon arrival, nursing staff immediately began mixing all new lines (norepi, epi, and dopamine). Once set up, apparently the new lines worked well without any occlusion or air-in- line alarms. Care was continued briefly until family made the decision to withdraw care. The pumps (dopamine and epinephrine infusions) worked only for a few moments at a time during the code blue. The bags were primed: spiked on a flat surface with roller clamps closed, drip chamber 2/3 full, primed through the pump, tubing flicked during priming to move air forward, and an asv valve was connected. Troubleshooting included: priming through the pump twice (disconnected from the patient), removed from the pump to flick air bubbles forward (none visualized), removed from the pump to prime manually (as pump priming didn't work), removing the asv valve eventually, and moving the line to a new pump. This is a longer narrative, I wasn't sure what you wanted included into the information for bbraun.

Manufacturer narrative:
This report has been identified as b. Braun mecical inc. Internal report (B)(4). The device was not returned for evaluation but the device logs were made available. Details of history log: log review shows first infusion of (B)(6) 2024 at 4:56pm as an infusion start of 26.25ml/hr and 220ml (dl: dopa1.6; 10mcg/kg/min; 70kg). Air alarm occurred at 4:56pm with a volume infused to 0.3ml. Door was opened and then an infusion start at 4:58pm. Air alarms occurred at 4:58pm and 4:59pm followed by an upstream pressure alarm and then air alarm at 5:00pm with a volume infused to 1.22ml and door was opened. At 5:01pm an infusion start and at 5:03pm a new rate of 52.5ml/hr (20mcg/kg/min). Air alarms occurred at 5:03pm; 5:04pm; 5:04pm; 5:05pm; 5:05pm with a volume infused to 3:43ml followed by a prime and infusion start at 5:06pm and air alarm and door opened at 5:07pm. At 5:08pm an infusion start and air alarms occurred at 5:08pm and 5:09pm with a volume infused to 4:35ml and door opened. At 5:10pm an infusion start and air alarms occurred at 5:19pm; 5:19pm; 5:20pm; 5:21pm; 5:21pm; 5:22pm; 5:23pm; 5:23pm; 5:24pm; 5:25pm; 5:26pm and 5:27pm with a volume infused to 15.23ml and door was opened. At 5:29pm an infusion start and air alarms occurred at 5:29pm; 5:29pm; 5:30pm; 5:31pm and 5:32pm with a volume infused to 16.77ml and no further infusions taking place. While the reported issue was noted, the exact root cause could not be determined from the evaluation of the received log files. Further investigation of the complaint is not possible without a device for evaluation. If the device does become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.